Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, g2, g3, g6, g7, h2, h6, h10, h11 corrected fields: b6, b7, d1, d4, h4. The field service engineer (fse) replaced the defective parts: 5000 hours maintenance kit, safety disk, and purge assembly. The fse then performed all functional and safety test to factory specifications. The unit passed all test and was returned to the customer and cleared for clinical use.

Manufacturer narrative:
Testing of actual/suspected device: a getinge field service engineer (fse) was dispatched to evaluate the iabp and was able to reproduce the reported issue. After checking the fse found that the 5000 hours maintainence kit needs to be replaced and recommended the safety disk be replaced. Further checking will done after replacing previously mentioned parts. Additional information has been requested, and we will report accordingly if it becomes available.

Event description:
It was reported that during use on a patient the cs300 intra-aortic balloon pump (iabp) had an autofill failure. No patient harm, serious injury or adverse event was reported.